Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt underwent a procedure for a trial scs system on (B)(6) 2013. Intraoperative testing revealed invalid impedances. The lead was replaced and the issue was resolved. The procedure was extended by 5 minutes.